Event description:
I applied icy hot to my lower back due to muscle pain, and the icy hot cream caused an inflamed skin irritation to my skin, following 2 applications. Icy hot cream applied one time in 2008 and again for one application one day later. Dates of use: two days in 2008. Diagnosis or reason for use: back muscle pain. Event abated after use stopped or dose reduced? Yes.